Manufacturer narrative:
The customer's complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no non-conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a s3" (8 cm) appx 0.22 ml, smallbore bifuse ext set w/2 microclave¿, 2 clamps (blue), rotating luer. It was reported that an unspecified chemotherapy was running through the tubing when blood was observed on the sheets from a lab draw where it was leaking out of the cap. The tubing was set up in a closed system. There were no holes, cuts, tears or any defects noted.the tubing was replaced and the infusion therapy resumed. A chemotherapy spill was cleaned up per facility control. It did not come into contact with the patient or healthcare provider. There was no adverse event/human harm associated with this complaint/event.